Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box; within an opened pipeline flex embolization device outer carton and within an opened pipeline flex embolization device inner pouch. Visual inspection/damage location details: the inner diameter (ID) of the marksman microcatheter inner diameter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.021¿ inside diameter. Therefore, the marksman catheter was found to be compatible for use with the pipeline flex embolization device. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched and ptfe pulled back. The proximal bumper, pad, and pad restraint were found to be intact. The dps sleeves were found to be missing. The tip coil was found to be damaged. The pipeline braid was not returned. No other anomalies were observed. (Pli-20) no flash or voids molded were observed with the hub. No bends or kinks were found with the catheter body. No damages or irregularities were found with the distal tip and marker band. The catheter total length was measured and found to be ~169.2cm (167.0cm ±3cm) and the usable length was found to be ~161.6cm which is within specification (160cm ± 3cm). Testing/analysis (including sem reports): the marksman catheter was flushed; water exited distal tip. An in-house 0.026¿ mandrel was inserted through the marksman catheter proximal segment, through the marksman catheter distal segment and exited the distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during re-sheathing¿ was unable to be confirmed and the cause for the resistance could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed and the root cause could not be determined. In addition, no issue was found during catheter resistance testing with an in-house mandrel. Possible contributors for of ¿resistance during re-sheathing¿ and ¿catheter resistance¿ are patient vessel tortuosity, ped/delivery system damage, user does not maintain continuous flush, resistance during delivery/retrieval, and user re-sheaths more than two times. Customer reported that patient vessel tortuosity as severe and a continuous flush was used. There was no non-conformance to specifications identified that led to the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that became stuck in the distal end of the marksman microcatheter. The patient was undergoing a procedure for flow diverter treatment for an unruptured saccular aneurysm of the left internal carotid artery (ica) ophthalmic segment. The aneurysm max diameter was 35mm and the neck diameter was 5mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline per the IFU. When the pipeline needed to be resheathed, it became stuck in the distal end of the catheter. The p hysician released the slack in the system to attempt to resolve the issue without success. The entire system was then removed and replaced and another flow diverter was implanted successfully. There was no damage observed to the catheter or the pipeline pushwire. There was no harm or injury to the patient. The event did not result in extended hospitalization of the patient. There was no additional treatment required.